Event description:
A surgeon reported that approximately three months after implantation, a glaucoma filtering shunt was noted to be touching the iris. There was no harm caused to the patient. The shunt remains implanted.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The shunt remains implanted; therefore, the product was not returned and the condition of the product could not be verified by visual inspection. Because a sample was not returned, the root cause cannot be determined. There has been one other complaint reported in the lot number. (B)(4).